Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
The patient alleges that the adhesive plaster falls off extremely easily. On occasion this has caused the patient to have higher than expected blood glucose levels due to non-delivery of insulin. No adverse event reported. Device not available for return.